Event description:
Patient had a bair hugger on while in the operating room. At the end of his procedure, when staff were taking the drapes down they noted that the skin located under the forced air hook up was blotchy red. Bair hugger was sent to be tested in our biomed department and they found that the device failed the normal operating temp range in high mode.======================manufacturer response for bair hugger, bair hugger model 505 (per site reporter).======================not aware of a response yet.